Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint is rated as confirmed as the plate is broken as complained. The breakage of the plate can also be confirmed on the received x-rays. During the performed evaluation no manufacturing related issue could be detected. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure of the plate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 02.124.417s, lot: 2l39847, manufacturing site: mezzovico, release to warehouse date: 04.december 2018, expiry date: 01.november 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2020, ten (10) weeks after the initial surgery, the patient reported complaints of pain. No fall or trauma was reported. Xray analysis showed a broken plate. It had to be removed by performing corrective surgery. No further information was reported. Concomitant device reported: va locking screw (part # 02.231.240s, lot #: unknown quantity 1), va locking screw (part # 02.231.270s, lot #: 2l13315 quantity 1), va locking screw (part # 02.231.242s, lot #: 1l93705 quantity 2), va locking screw (part # 02.231.244s, lot #: unknown, quantity 1), va locking screw (part # 02.231.290s, lot #: 1l93762, quantity 3), va locking screw (part # 02.231.285s, lot #: 1l93792, quantity 2). This report is for one (1) 4.5mm va-lcp curved condylar plate/16hole/336mm/lt-ster. This is report 1 of 1 for (B)(4).